Event description:
Study coordinator contacted dexcom technical support on (B)(6) 2015 to report possible gaps in data on (B)(6) 2015. The study coordinator did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and no failure was detected. The reported fault could not be reproduced with the transmitter. Customer complaint could not be verified.